Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable duplicate the reported issue. Stryker downloaded the electronic records from the device and a review of the records verified the reported issue. Stryker determined that the cause of the reported issue was due to user error. The customer installed a battery that was in a "replace battery" state. The customer received a replacement device and the returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.